Manufacturer narrative:
H3, h6: the real intelligence robotic drill, part number rob10013, serial (B)(6) and used for treatment, was returned for evaluation. A relationship between the reported event and the device was established. The reported problem could not be visually confirmed. A functional evaluation was performed. The reported problem was not confirmed. A kpc test was performed and the test passed. The drill functioned as expected without any connection issues or errors. A review of patient case screenshots confirms the reported allegation of "drill disconnect" error. A review of manufacturing records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. The most probable cause of the reported problem is to be determined. The real intelligence cori for knee arthroplasty user manual provides guidelines for recovering to a fully manual procedure in the "recovery procedure guidelines, appendix d". Per the clinical evaluation, the procedure was abandoned for a manual procedure with an approximate 10-minute surgical delay. It was communicated that the requested clinical documentation/ information was not available for inclusion in the medical investigation. Based on the information provided, patient impact beyond the reported modified procedure and the 10-minute surgical delay would not be anticipated as the surgeon was reportedly satisfied with the outcome, no additional interventions were required, and no patient injury was alleged. No further medical assessment is warranted at this time. This failure is an identified failure mode within the risk assessment released during the timeframe of the incident. Further investigation into the reported failure is being conducted via a CAPA investigation to determine if additional actions are required.

Manufacturer narrative:
H3, h6: the real intelligence robotic drill, part number rob10013, serial (B)(6) and used for treatment, was returned for evaluation. A relationship between the reported event and the device was established. The reported problem could not be visually confirmed. A functional evaluation was performed. The reported problem was not confirmed. A kpc test was performed and the test passed. The drill functioned as expected without any connection issues or errors. A review of patient case screenshots confirms the reported allegation of "drill disconnect" error. A review of manufacturing records indicate the device met all specifications upon release into distribution. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A complaint history review for similar reported/confirmed complaints has identified prior events. A historical review concluded that the lot, serial number or part number reported in this event is related to a corrective/preventive action already implemented. Although the reported problem was not confirmed through a visual or functional evaluation, a log file review confirmed the issue. The most likely cause of this event is associated with a failure of the drill exposure motor due to the thermo-mechanical stress induced within the motor at the encoder and electrical noise on the console error status inputs to the drill exposure motor encoder. Continuous improvements have been made to the cori robotic drill and manufacturing processes to reduce drill disconnection error messages. These improvements consisted of: 1. A hardware update to the cori console to reduce noise on the internal electronics. 2. An update to the cori system¿s software and firmware to improve the user experience when error messages are displayed, and 3. A hardware update to the cori drill to reduce mechanical stress on drill exposure the motor. The first two improvements are fully deployed. The third improvement is being deployed for new orders and as drills are returned for routine servicing. Also, smith+nephew is voluntarily performing a recall/field notification for the cori real intelligence robotic drill. The real intelligence cori for knee arthroplasty user manual (500230) provides guidelines for recovering to a fully manual procedure in the "recovery procedure guidelines, appendix d". Per the clinical evaluation, the procedure was abandoned for a manual procedure with an approximate 10-minute surgical delay. It was communicated that the requested clinical documentation/ information was not available for inclusion in the medical investigation. Based on the information provided, patient impact beyond the reported modified procedure and the 10-minute surgical delay would not be anticipated as the surgeon was reportedly satisfied with the outcome, no additional interventions were required, and no patient injury was alleged. No further medical assessment is warranted at this time. This failure is an identified failure mode within the risk assessment released during the timeframe of the incident. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities additional information: h7, h8 corrected data: h6 (medical device problem code)

Event description:
It was reported that during a cori procedure, they received multiple disconnect errors. The first drill they received the disconnect error and pressed continue and attempted to re-calibrate, but then it gave a "critical error" followed by "console is bad" error (report number: 3010266064-2021-00094). They exited the case and replaced the drill. The second drill started up fine, they were able to do about 20 seconds of cutting, and then received another disconnect error. They pressed continue, re-calibrated, and proceed to do 10 seconds of burring. However, this happened three more times, and the surgeon decided to change to manual procedure and complete the case with standard instrumentation with a delay of fewer than 30 minutes. No other complications were reported.